Manufacturer narrative:
This event is recorded with zimmer biomet under cmp-(B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. DHR review: the device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet on (B)(6) 2019 revealed that both cutter test cuts failed due to incomplete cuts. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the roller gear. Skin graft mesher, serial number ((B)(4)), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: although the reported event was confirmed during inspection of the device, and the device was noted to be functioning as intended after the roller gear was replaced, it cannot be determined from the information provided what caused the roller gear to fail. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that mesher was received after a repair, and the gears still appeared to worn and not replaced. There no patient involvement. During the investigation, it was revealed that both cutter test cuts failed due to incomplete cuts. No adverse events were reported as a result of this malfunction.